Manufacturer narrative:
Based on the claim against the product by the customer noting that arm4 was not responding with no leds, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went onsite and found universal surgical manipulator (usm4) to be operational. The patient side cart (psc) was connected to the vision side cart (vsc) and surgeon side console (ssc). The fse checked the logs and viewed a 32100-error occurred during cases on the current configuration. The fse replaced usm4, and system has been tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found the reported 32100 error was confirmed/replicated. Logs showed 32100 errors along with 32098 errors indicating a fault on the axes controller, motor (acm) printed circuit assembly (pca). On the in-house system, fa was able to identify intermittent low voltage, generating 32100/32098 errors on the acm. All the connections on the acm pca were checked, and they were all fully seated. A test acm pca was installed, and the unit passed all required tests on the psc fixture test platform (pftp) with no issue. Fa installed the usm on the system with no error generated. As a fix to the reported problem, the acm pca will be replaced. The complaint regarding arm4 was not responding with no leds was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm became non-functional after the start of a surgical procedure (post first port incision) and the fse replaced the usm to resolve the issue for acceptable system state. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the surgeon converted to laparoscopic surgery. The customer noticed arm 4 on the patient side cart (psc) was not responding with no light emitting diodes (leds). The customer stated that they brought in another psc, but the software was not the same. The technical support engineer (tse) viewed the system event logs and found error 32100 pointing to the universal surgical manipulator (usm). The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.